Event description:
It was reported that a patient presented to clinic as outpatient, the right atrial (ra) lead exhibited intermittent right ventricular capture. The physician attempted implant of ra lead was unsuccessful and the physician opted to maintain sensing from the chronic atrial lead. The patient was stable throughout the procedure.